Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of degenerative kyphoscoliosis. It was reported that screw was fixed between l1 and s2 originally. Proximal junctional kyphosis occurred after operation. As a result, fusion for extending was performed from t9 until s2 on (B)(6) 2020, it was fixed by dual rods. Patient outcome is unknown. No malfunction on screw.